Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing chronic pain. Pt states that she went to the doctor on (B)(6) 2012. Patient states that she had blood work, x-rays, and an MRI. Patient is reporting that the doctor is monitoring her chromium and cobalt levels. She also states that the doctor wants her to schedule to see him week of (B)(6) 2012.